Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient experienced a loss of therapy when they were in the hospital the very first week of (B)(6) 2016. After getting sick with strep throat, it attacked their kidneys, their white blood cell count was 30,000, and they were very sick. The patient programmer was not working and the implantable neurostimulator (ins) was not working and the patient was tired of having accidents. The patient received a replacement programmer after losing their programmer to a house fire and despite seeing their managing health care provider (hcp), they were not able to get the programming updated as the hcp didn't know how to do that. The patient was supposed to meet with the manufacturer representative for assistance, but they had to cancel due to being in surgery. The patient's therapy was not on and they thought the ins had been turned off since april. The patient turned therapy on and the programmer was working as expected. The problem with the programmer resolved due to normal programmer use. The patient increased and felt stimulation in the correct area. The patient mentioned they also had a medical history of heart issues. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.